Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject device is associated to (B)(4) (reported under MDR#1000165971-2010-00), which was the first pacemaker implanted. Connection difficulties were obtained with the subject pacemaker (B)(4). After tightening of the ventricular set-screw, the lead could be removed by pulling. A third pacemaker was subsequently implanted. The physician indicated that the associated connection video posted on the company website was viewed and the recommended methods were applied.